Manufacturer narrative:
On 03-jul-2024, this pump underwent visual, physical, and functional testing per internal protocol by the complaint evaluation specialist to investigate the reported alarming system error. The visual/physical analysis did not find any anomalies and verified the pump's library was configured properly. Review of the device error log confirmed the reported system error alarm (e02). Review of the pump's recertification records found testing passed successfully. The functional testing confirmed the reported issue based on simulated customer parameters for a 24-hour infusion. Note: this pump is included in recall # z-1285-2024 as noted in sections and therefore further individual investigation was not deemed required.

Event description:
On 06-jun-2024, infutronix received the pump which was previously requested to be returned for investigation.

Event description:
On 05/14/2024, infutronix received a report that a pump had a system error - alarm during infusion. Patient calling in because their pump was alarming system error at them. No patient was not harmed. Device was requested to be returned.

Manufacturer narrative:
The historical test records were reviewed in the qos system. All test results relevant to the reported issue had passed. There was no previous complaint on this device. This MDR will be reopened and updated in the event the product involved or additional information becomes available. A CAPA had been opened in order to fully investigate and address the root causes of the reported events after the evaluation. Reference to complaint # (B)(4).